Manufacturer narrative:
This report was initially submitted following notification from a customer in austria regarding potential false negative results when testing samples from two (2) patients with vidas® sars-cov-2 igm (9com) 60t ref. (B)(4). Lot 1008323330. The customer¿s lot number used was later corrected to 1008312650 / 210913-0 based on the vidas® report. The customer¿s samples were requested; however, the samples were unable to be submitted. The analysis of the batch history record on vidas® sars-cov-2 igm ref. (B)(4). Lot 1008312650 / 210913-0 showed no anomalies during the manufacturing, quality control, and packaging processes related to the subject of this complaint. The complaint laboratory analyzed the results of six (6) internal samples on seven (7) different batches of vidas® sars-cov-2 igm ref. (B)(4)., including the customer's lot 1008312650 / 210913-0. The analysis of the control charts showed that all results were within specifications, and the customer¿s lot was in the trend of the other lots. The complaint laboratory tested two (2) internal positive samples on the retain kit of the customer's lot 1008312650 / 210913-0. The internal samples results were within their expected specifications. The customer¿s anomaly was not reproduced. Without the customer's sample, biomerieux cannot pursue further investigation or provide an explanation for this issue. According to the investigation, vidas® sars-cov-2 igm ref. (B)(4)lot 1008312650 / 210913-0 is still within specifications.see section h10.

Event description:
A customer in austria complained after he obtained potential false negative results when testing samples from two (2) separate patients with vidas sars-cov-2 igg (9cog) 60t ref. 423834 and vidas sars-cov-2 igm (9com) 60t ref. 423833. This MDR is for vidas sars-cov-2 igm (9com) 60t ref. 423833 (lot # 1008323330), patient 2. For patient 2 (patient s) : positive results were obtained with antibody test from roche. In the medical history there was a positive neutralization test. It was indicated that the negative results were reported to the clinicians. However, there is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated. Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833.